Event description:
It was reported that at implant of the right ventricular (rv) lead the physician was unable to extract the stylet. The physician "forced" it and the "knub" separated. The physician used the "mosquito" to pull and was able to extract the stylet. The proximal pin of the connector became separated. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that at implant of the right ventricular (rv) lead, the physician was unable to extract the stylet. The physician "forced" it and the "knub" separated. The physician used the "mosquito" to pull and was able to extract the stylet. The proximal pin of the connector became separated. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the connector pin was pulled out/off. It was also noted that the distal conductor was stretched and there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and there was a connection intermittency. It was noted that the distal conductor was stretched, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.